Event description:
Pt in surgery for robotic assisted right upper lung wedge resection. During course of surgery, robotic staplers were used. Staplers would not calibrate and failed. Emergency customer service for intuitive surgical inc called. Staplers removed from service and sent to central sterile for inspection. Central sterile to return to the MFR. Surgery continued with laparoscopic staplers being used by the surgeon. No harm to the pt.